Event description:
An altitude alarm was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation. Tips were provided by technical support for preventing future altitude alarms, which the customer acknowledged. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.